Event description:
It was reported a patient required a rosch-uchida transjugular liver access set. While rinsing catheter in preparation for use, it was noted to draw in air. This device made no patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Additional information was provided on 10jun2022 regarding the event. A transjugular puncture of the right jugular vein was completed and a 5french sheath was inserted. The right hepatic vein was accessed with a curved catheter. The wire guide was exchanged for a "stiff one" and the 10 french sheath was placed in the right liver vein. After several attempts, the physician wanted to confirm the puncture site by withdrawing blood. However, only air was withdrawn. The physician removed and replaced the 5 french catheter with a new one from another rosch-uchida transjugular liver access set (rups) set. Blood was able to be withdrawn after the catheter exchange. The transjugular intrahepatic portosystemic shunt (tips) procedure (tipps) procedure was completed successfully. It was confirmed that the damage was on the 5 french blue catheter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: upon receiving additional information from the customer regarding the failure mode, this event is not reportable. It was previously thought that the introducer sheath was the leaking component. However, it was confirmed to be the 5 french blue catheter. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.